Event description:
Customer stated that smoke was coming from top of unit. There were no flames visible from outside of the machine, only a little smoke. One of the scrub techs saw the smoke and pried the cover off of the front of the machine with a screw driver. Then the scrub tech sprayed the inside of the machine with a fire extinguisher then the power was shut off to the machine. No one was reported injured.

Manufacturer narrative:
Actual device not available for evaluation - photo and service report are being evaluated. The investigation is on going. A follow-up report to be submitted upon completion. Note: this incident is unrelated to previously submitted MDR's and subsequent correction initiated.